Manufacturer narrative:
The product was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the communicator associated with this implantable device was not connecting and displayed a red call doctor icon. Troubleshooting was performed; however, the issue was not resolved. Subsequently, it was recommended to replace the associated communicator. No adverse patient effects were reported. This implantable device remains in service.